Event description:
It was reported the patient experienced ineffective stimulation and desires better stimulation coverage in her abdomen and back. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was repositioned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient reported effective stimulation postoperative.